Event description:
"E "was initially received via regulatory authority (FDA, reference number: mw5078775) on 15-aug-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), dizziness ("dizzy"), dyspareunia ("pain during sex") and abdominal distension ("bloating"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dizziness, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, dizziness, dyspareunia and pelvic pain to be related to essure. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5078775) on (B)(6)2018. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), dizziness ("dizzy"), dyspareunia ("pain during sex") and abdominal distension ("bloating"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dizziness, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, dizziness, dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.